Event description:
It was reported that the colonovideoscope exhibited no light or image when the scope was plugged during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.